Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The rse informed the customer, that the patient data was no longer stored by the central station, since the event occurred more than seven days ago. Therefore the alarms cannot be traced in the central monitoring system logs. In addition, the rse instructed the customer to perform asystole alarm tests. Further relevant information was requested (like if the speaker was checked, configuration details,...), but none was provided. Due to the lack of available information, the exact cause for the reported issue remains unknown. If additional information is received the complaint file will be reopened.

Event description:
It was reported that during the night of (B)(6) 2024, an asystole alarm appeared on a patient for a few seconds, but that the alarm sounded only once, like a very brief beep. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during the night of (B)(6) 2024, an asystole alarm appeared on a patient for a few seconds, but that the alarm sounded only once, like a very brief beep. The device was in use on a patient. There was no report of patient or user harm.